Manufacturer narrative:
(B)(4). Associated MDR#s: 9680794-2023-.

Event description:
Customer reported two guidewires "curled on the end" during two separate insertions on the same patient. The physician was able to remove the guidewire without any patient harm and another line was inserted without difficulty on the thrid attempt. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated MDR#s: 9680794-2023-00082 and 9680794-2023-00081. The actual device was not returned; however, the customer provided two photos for analysis. The complaint of swg kinked in use was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported two guidewires "curled on the end" during two separate insertions on the same patient. The physician was able to remove the guidewire without any patient harm and another line was inserted without difficulty on the thrid attempt. The patient's condition is reported as fine.